Event description:
E1 reported coughing, difficulty breathing and a rash on their arms and chest. They work with cidex opa and wears ppe. They were seen by a physician and diagnosed with chemical bronchitis. Treatment is unknown.